Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. Field service engineer found that the ratio pump piston had been rubbing to the stack and introducing bubbles into the ise flowcell. Replacing the ratio pump resolved the issue.

Event description:
The customer reported the unicel dxc 600 pro synchron system generated false high sodium (na), chloride (cl), and carbon dioxide (co2) results for 1 patient. Results were not reported out of the lab. There was no change or affect to patient treatment. Qc prior to the event was within lab-established ranges.